Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 valve via transfemoral approach, post valve deployment the delivery system got stuck in the distal tip of the esheath plus while attempting to remove the device from the body. The flexion was completely off and the non edwards device was pulled negative prior to reinsertion through the sheath. The entire delivery system and esheath plus were removed as one unit. The esheath plus tore while trying to pull the delivery system into the sheath. Per pre-decontamination findings of the returned esheath plus, a full liner circumferential delamination measuring 1" from distal tip was noted and the marker band was intact.

Manufacturer narrative:
The esheath+ was returned inserted through a delivery system. The returned esheath+ was visually inspected and the following was observed; liner bunching near distal tip on 16f esheath+, tip opened as designed, expanded as designed. Full liner circumferential delamination, 1 from distal tip, marker band intact. The esheath+ was heavily scratched near the sheath distal tip and there was minor stretching at the bunching location. No functional and dimensional testing was able to be performed due to the nature of the complaint. Imagery was provided and the following was observed: the inflation balloon was bunched at the sheath distal tip. The sheath liner appeared delaminated. Patients vessels around the aortic bifurcation (where the delivery system would be retrieved into the sheath tip) had the presence of calcification. Tortuosity was also present in the access vessels. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no complaints related to the event failure sheath liner delamination. As device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. A complaint history review for the complaints failure sheath liner delamination was performed. Available information suggests that patient/procedural factors (tortuosity, calcification, excessive manipulation, noncoaxial withdrawal, residual fluid, withdrawal difficulty, withdrawal of burst balloon) may have contributed to the complaint event. Of the root causes identified, patient factors: calcification, tortuosity is potentially applicable to the complaint event. The following instructions for use and training manuals were reviewed; esheath IFU, commander delivery system IFU and procedural training manual. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaint for failure sheath liner delamination was confirmed. However, no manufacturing nonconformances were identified in the evaluation. Reviews of the complaint history showed no indication a manufacturing nonconformance contributed to the event. No IFU/training manual deficiencies were identified. Per the complaint description, the delivery system got stuck in the sheath while attempting to remove the device from the body post deployment. There was no difficulty crossing and no residual fluid in the balloon. Imagery provided shows the patients vessels with the presence of tortuosity and calcification in the patients access vessel. Additionally, the returned sheath was scratched, which is indicative of the sheaths interaction with access vessel calcification. Tortuosity and calcification can create a challenging pathway during the delivery system retrieval and can lead to a noncoaxial configuration of the delivery system and sheath tip, resulting in delamination of the liner. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint events. Based on the assessment of the potential nonconformance; no product risk assessment (pra) escalation is required. A corrective/preventative actions assessment was performed and no CAPA is required.